Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and infection (unknown onset).

Event description:
Healthcare professional reported unknown side capsular contracture,baker grade unknown and infection. Device has been explanted.